Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto xp, lasso catheter. Other company¿s devices that were used in this study: cool path duo catheter, ensite navx system (st. Jude medical) (B)(4). The product is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that with 80 consecutive patients underwent mitral isthmus ablation were randomized to the following 2 groups: group s (using a steerable long sheath) or group ns (using a non-steerable long sheath). Mi ablation was performed by using an 4 mm open-irrigated ablation catheter with the guidance of a 3-dimensional mapping system. Among them, 1 case in group s with cardiac tamponade requiring pericardiocentesis to manage the pericardial effusion occurred. In this case, there was no pop phenomenon throughout the ablation procedure, and no radiofrequency energy was delivered from the epicardial aspect. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿completion of mitral isthmus ablation using a steerable sheath: prospective randomized comparison with a non-steerable sheath¿ the purpose of this study was to evaluate the efficacy of using a steerable sheath on mi ablation in patients with persistent af. Suspect device is a ez steer thermocool nav ablation catheter, however catalog and lot number is unknown. No further information was made available.